Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during injection into the eye a crease on the optic of an intraocular lens (iol) was noted. The iol was fully delivered into the patient's eye, then removed and replaced with a new iol. No incision enlargement required, no vitrectomy performed and no patient injury reported.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer in the original folding carton. Visual inspection, showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The costumer's reported complaint for crease on the optic was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.